Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. Capsular contracture of unspecified baker grade on the right breast prosthesis was also indicated. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel prostheses in (B)(6) 2018. This report is for the right breast prosthesis. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team's visual examination revealed creases on both views. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. At this point it is not possible to determine the root cause of the creases. The device history record (DHR) for the lot number 6533714 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. There is no evidence that the creases were the root cause of the capsular contracture. According to the information provided, the product evaluation team concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Concomitant products: left mentor smooth round moderate profile 275cc saline prosthesis, catalog: 3501640, serial number: (B)(4), lot: 6533714. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. Capsular contracture of unspecified baker grade on the right breast prosthesis was also indicated. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel prostheses in (B)(6) 2018. This report is for the right breast prosthesis.